Event description:
It was reported that mixed product occurred before use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "for product code 305122 which is a 25g x 5/8 needle, we noticed a packaging problem. On the individual packaging, the product code 305122 and 25gx5 / 8 is correctly entered, but when the package is opened, it is a 25gx1 '' needle that was found in several packages. So it is not a question of putting the wrong package in the wrong box or manual manipulation on our part that could have explained a problem, but really a manufacturing problem."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mixed product occurred before use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "for product code 305122 which is a 25g x 5/8 needle, we noticed a packaging problem. On the individual packaging, the product code 305122 and 25gx5 / 8 is correctly entered, but when the package is opened, it is a 25gx1 '' needle that was found in several packages. So it is not a question of putting the wrong package in the wrong box or manual manipulation on our part that could have explained a problem, but really a manufacturing problem."